Manufacturer narrative:
Results: bent pins on headwall cable.

Event description:
It was reported by service report that nurse call was not working. The customer could not determine if there was patient involvement or if there were adverse consequences to report.